Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected occlusions or insulin flow blocked alarm during testing noted. No unexpected audio anomaly or absence of audio alarms noted during testing or in history file. Device was received with a cracked case, cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was making clicking noise while delivering insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.